Manufacturer narrative:
A corrective/preventive action plan has been initiated by the manufacturer to address this issue. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that intra-operative fluoroscopy indicated one of the contacts of an infinity dbs (deep brian stimulation) lead was lighter than the other contacts. The lead was removed, another lead was implanted and the procedure was completed. No consequences or impact to the patient have been reported.